Event description:
It was reported by a customer in japan that, during patient use, the 840 ventilator exhibited an abnormal noise. There was no reported patient injury. Although requested, no information regarding the ventilator being replaced, or the unit's serial number is available.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and found a hose with a pinhole. The hose was replaced, and the unit passed all tests and calibrations. It was observed to be operating within manufacturing specifications. (B)(4).